Event description:
It was reported that the subject device had disconnection in the cable section. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: defective water tightness in the cable, flooding in the main unit imaging, flooding in the scope mount, and a hole on the camera cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage or deterioration of parts due to wear and tear, without any design or manufacturing issue and/or electrical problems such as signal loss or open circuit due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.